Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damagedthe following information was received by the initial reporter with the following verbatimit was reported by the customer that bd alaris pump infusion set correctly primed with drug and appropriately loaded into bd alaris pump channel ((B)(6)). Medication infused for 1 minute and then channel alarmed ¿air in line¿. Rn opened channel door and medication starting spraying out of a hole approximately ¼¿ below the blue housing that loads into the top of the channel.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. A hole was seen at the bottom of the silicone segment. No other defects or abnormalities were observed. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created

Event description:
No additional information provided.